Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited oversensing which could be duplicated when the patient sat up from a laying position.